Manufacturer narrative:
Product evaluation: the complaint sample and removed foreign material were not returned. Ten unopened samples for lot #32519088 were returned in the cartridge carton. One opened/empty pouch for lot#32519088 was also returned. One of the unused cartridges was opened for evaluation. No damage, debris or abnormalities were observed. Functional testing was conducted with this cartridge sample per the directions for use (dfu) using a qualified blue handpiece, qualified lens and viscoelastic. The cartridge was filled with viscoelastic per the dfu. The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens delivery. No debris was observed on the lens. The functional tested cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. Iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The associated lens model/diopter, handpiece and viscoelastic were not provided. It is unknown if qualified products were used. The root cause for the reported foreign material cannot be determined. The complaint sample and removed foreign material were not returned for evaluation. Unopened samples were returned for the reported cartridge lot #32519088. Functional testing was conducted with qualified associated products per the dfu with no foreign material or damage observed. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the cartridge product history record review indicated the product met release criteria. The product investigation could not identify a root cause. The iol product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A health agency reported that according to a risk manager via medwatch report (uf/importer report # (B)(4)) that during an intraocular lens (iol) implant procedure, after the ophthalmic viscoelastic and lens were injected into the eye, debris was noted on the iol periphery. Much of this was removed with capsulorrhexis forceps. Additional information was requested.